Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and was hospitalized. The customer was treated with an intravenous saline drip and insulin. The high bg level was resolved and the customer was discharged on (B)(6) 2015. Although requested, the customer could not recall any further details of the event.